Event description:
It was reported that a catheter was inserted via the internal jugular vein and that a pulmonary artery rupture occurred. The pulmonary artery started to hemorrhage, and the pt was bleeding out the endotracheal tube. The pt was sent to the intensive care unit where the physician stopped the bleeding and the pt stabilized. It was stated that the root cause is unknown and that the balloon was reported to be asymmetrical.